Event description:
Three attempts were completed in order to obtain additional information and no response was received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a surgical repair of rectocele procedure, it was not observed any complications. All the technical parameters for the surgical procedure were performed, including keeping the stapler closed after the firing for about two minutes. After removing the device, a review of the hemostasis was done and nothing was found. The patient was transferred to the infirmary and after four hours of the surgery, she had an important painful situation that did not stop with pain medication. After six hours of the surgery, she had a low gastrointestinal bleeding, and a review under anesthesia was done. In this procedure, it was identified that a total dehiscence of the staples in the line. As the diagnostics was done in the post operative period and not during surgery, the device was discarded just after the first surgery.